Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-118- user applied blood to strip before inserting strip into meter test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter not sent to customer to contact customer care. No address on file for the customer.

Event description:
Consumer reported complaint for e-3 accompanied by blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 88mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 12/15/2019 and open vial date is undsclosed. The meter memory was not reviewed for previous test result history.